Event description:
It was reported that on (B)(6) 2009, two non-abbott stents were implanted in the proximal circumflex (cx). On (B)(6) 2010, angina pectoris was confirmed in the patient. On (B)(6) 2010, the xience v stent was implanted in the proximal cx to treat re-stenosis of the non-abbott stents. On (B)(6) 2010, re-stenosis was confirmed in the proximal cx, and a xience v stent was implanted for treatment. It was noted that the patient was in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): indication for use. There was no reported product deficiency and the product was not returned. Restenosis is a known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the xience v stent was used to treat in-stent restenosis of another stent. It should be noted the instruction for use states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions safety and effectiveness of the stent have not been established for subject populations with in-stent restenosis. It does not appear that the off label use of the xience v contributed to the reported patient effects.